Event description:
The surgeon reported that it was discovered that the plate broke 1 year post-op.

Manufacturer narrative:
Method: we were provided photographs and x-rays for eval. Results: our IFU states, "correct handling of implants is extremely important. Avoid contouring metallic plates whenever possible. If contouring is necessary the plate should not be bent sharply, reverse bent, notched or scratched. All of these operations can produce defects in the surface finish and internal stress concentrations, which may become the focal point for eventual failure of the device. Do not bent screws." Since the photos provided show that this plate was notched across the hole at the location where it eventually broke, it was subjected to internal stress concentration that lead to the plate breaking.